Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip cable was broken at the distal clevis hub. The cable segment stuck out at the instrument's wrist. The distal clevis hub did not exhibit any wear. Other cables at the wrist were not damaged. An additional observation not reported was the grip cable was also derailed at the distal idler pulley. The grip cable was seated on outermost pulley and the cable was exposed on the outside of pulley. Yaw motion was non-intuitive as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a wire snapped on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.